Event description:
It was reported that the customer had a physical damaged on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer reported that the insulin pump had a crack on upper right corner and goes directly from corner and wraps around crack. The second crack is in the battery casing and goes from top of threading down side about 1/4". The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a stained end cap sticker and cracked battery tube threads.